Event description:
It was reported that, "checked inserters after set was returned from surgery (surgery on thursday (B)(6) 2012 with dr (B)(6)). The 7 mm inserter is not threading into implant properly. I checked with the rep, and there were no problems during surgery with dr (B)(6)."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.